Manufacturer narrative:
The product analysis indicates that one opened sample of (B)(4) from lot number hg1mc9q was received. A microscope and calipers were used to evaluate the device. Visually, the tip of the inner shaft broke off, which would have resulted in the reported event. The portion that became detached measured 0.176¿ in length. When viewed under magnification there was an impact mark on the outer cutting surface and the configuration of the impact was consistent with the inner assembly moving in a clockwise direction when the impact occurred. The manufacturing instructions include a requirement to rotate the hub cutter assembly to verify that there is no resistance or unusual grinding noises and there are damage checks throughout the process. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; locking area damage caused by the back side of the front collet of the handpiece; and damage to the inner hub chevrons caused by the handpiece drive mechanism. The IFU has detailed instructions for properly loading a bur/blade into the handpiece. Even with the deformation of the hubs, functionally, the blade loaded securely into a handpiece. Improperly loading a blade into a handpiece would result in instability between the inner and outer assemblies and may also cause axial pressure to transfer to the tip where the break occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The blade has been received. Product analysis results are pending completion of the evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that preoperative, the blade tip broke off. The break did not result in a fragment that required retrieval from the patient.